Manufacturer narrative:
The customer was sent replacement breast shields. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer called into customer service on (B)(6) 2016 to report that her breast shields were not fitting her comfortably causing pain. On (B)(6) 2016, a medela clinician followed up with the customer at which time she stated that she had developed mastitis. She was diagnosed by her doctor, prescribed cephalexin and no longer has mastitis.